Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("closure device intended for the left fallopian tube apparently displaced into the pelvis") and genital haemorrhage ("heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), uterine pain ("uterine pain"), proctalgia ("rectal pain"), abdominal pain lower ("cramping"), dyspareunia ("deep dyspareunia") and constipation ("constipation"). The patient was treated with surgery ((B)(6) 2015 vaginal hysterectomy and bilateral salpingectomy and (B)(6) 2017 essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, uterine pain, proctalgia, abdominal pain lower, dyspareunia and constipation outcome was unknown. The reporter considered abdominal pain lower, constipation, device dislocation, dyspareunia, genital haemorrhage, proctalgia and uterine pain to be related to essure. The reporter commented: plaintiff underwent a colonoscopy and on (B)(6) 2017 surgery for removal of the essure coil. Diagnostic results: on (B)(6) 2009, hysterosalpingogram test confirmed successful occlusion of right fallopian tube with closure device intended for the left fallopian tube apparently displaced into the pelvis. The left fallopian tube was patent. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('closure device intended for the left fallopian tube apparently displaced into the pelvis') and genital haemorrhage ('heavy bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), device expulsion ("expulsion"), uterine pain ("uterine pain"), proctalgia ("rectal pain"), abdominal pain lower ("cramping"), dyspareunia ("deep dyspareunia,dyspareunia,chronic"), constipation ("constipation"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), abdominal distension ("bloating") and gastrointestinal disorder ("gi conditions"). The patient was treated with surgery (salpingectomy (bilateral}, hysterectomy (full),essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, genital haemorrhage, device expulsion, uterine pain, proctalgia, abdominal pain lower, fatigue and gastrointestinal disorder outcome was unknown and the dyspareunia, constipation, abdominal pain and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, constipation, device dislocation, device expulsion, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, proctalgia and uterine pain to be related to essure. The reporter commented: plaintiff underwent a colonoscopy and on (B)(6) 2017 surgery for removal of the essure coil. Diagnostic results: on (B)(6) 2009, hysterosalpingogram test confirmed successful occlusion of right fallopian tube with closure device intended for the left fallopian tube apparently displaced into the pelvis. The left fallopian tube was patent. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received : following events were added : abdominal pain, fatigue, bloating, expulsion, gi conditions, expulsion. Outcome of dyspareunia, pelvic pain, constipation was changed from unknown to recovered/resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('closure device intended for the left fallopian tube apparently displaced into the pelvis') and embedded device ('malposition of essure device location of device: embedded in mesentery small intestine') in an adult female patient who had essure (batch no. 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with placement on the left.". The patient's concurrent conditions included upper respiratory infection, bronchospasm, viral syndrome, nasal congestion, cough, vertigo, dizziness, cerebral cyst and breast mass. On (B)(6)2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), device expulsion ("expulsion"), uterine pain ("uterine pain"), the first episode of proctalgia ("rectal pain"), abdominal pain lower ("cramping"), painful intercourse ("deep dyspareunia,dyspareunia,chronic"), constipation ("constipation"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), abdominal distension ("bloating"), gastrointestinal disorder ("gi conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the second episode of proctalgia ("rectal pain"), vulvovaginal discomfort ("vaginal discomfort") and frequent bowel movements ("bowel movements"). The patient was treated with surgery (laparoscopy with removal of mesenteric foreign body and salpingectomy (bilateral}, hysterectomy (full),essure removal). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, embedded device, genital haemorrhage, device expulsion, uterine pain, abdominal pain lower, fatigue, gastrointestinal disorder, dysmenorrhoea, dyspareunia, the last episode of proctalgia and vulvovaginal discomfort outcome was unknown, the painful intercourse, constipation, abdominal pain and abdominal distension had resolved and the frequent bowel movements was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, constipation, device dislocation, device expulsion, dysmenorrhoea, embedded device, fatigue, frequent bowel movements, gastrointestinal disorder, genital haemorrhage, painful intercourse, uterine pain, vulvovaginal discomfort, the first episode of proctalgia, dyspareunia and the second episode of proctalgia to be related to essure. The reporter commented: plaintiff underwent a colonoscopy and on (B)(6)2017 surgery for removal of the essure coil. No. Of trailing coils: left 3. Right 3. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6)2017: evidence for acute process. 2. Status post appendectomy and hysterectomy. 3. Right essure device in place. Questionable visualization of a portion of extruded essure device within the pelvis at midline. This would mirror the appearance upon the hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain,abdominal pain, llq (left lower quadrant),essure coil dislodged in pelvis, change in bowel habit most recent follow-up information incorporated above includes: on 23-dec-2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: malposition of essure device location of device: embedded in mesentery small intestine, bowel movements, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), rectal pain, vaginal discomfort , difficulty with placement on the left. Were added. Medical history , lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of multiple episodes of device dislocation ('malposition of essure device location of device: embedded in mesentery small intestine', 'closure device intended for the left fallopian tube apparently displaced into the pelvis') in an adult female patient who had essure (batch no. 619529) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with placement on the left.". The patient's concurrent conditions included upper respiratory infection, bronchospasm, viral syndrome, nasal congestion, cough, vertigo, dizziness, cerebral cyst and breast mass. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced the first episode of device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, the second episode of device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), device expulsion ("expulsion"), uterine pain ("uterine pain"), the first episode of proctalgia ("rectal pain"), abdominal pain lower ("cramping"), painful intercourse ("deep dyspareunia,dyspareunia,chronic"), constipation ("constipation"), abdominal pain ("abdominal pain"), fatigue ("fatigue"), abdominal distension ("bloating"), gastrointestinal disorder ("gi conditions"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the second episode of proctalgia ("rectal pain"), vulvovaginal discomfort ("vaginal discomfort") and frequent bowel movements ("bowel movements"). The patient was treated with surgery (laparoscopy with removal of mesenteric foreign body and salpingectomy (bilateral}, hysterectomy (full),essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the last episode of device dislocation, genital haemorrhage, device expulsion, uterine pain, abdominal pain lower, fatigue, gastrointestinal disorder, dysmenorrhoea, dyspareunia, the last episode of proctalgia and vulvovaginal discomfort outcome was unknown, the painful intercourse, constipation, abdominal pain and abdominal distension had resolved and the frequent bowel movements was resolving. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, constipation, device expulsion, dysmenorrhoea, fatigue, frequent bowel movements, gastrointestinal disorder, genital haemorrhage, painful intercourse, uterine pain, vulvovaginal discomfort, the first episode of device dislocation, the first episode of proctalgia, dyspareunia, the second episode of device dislocation and the second episode of proctalgia to be related to essure. The reporter commented: plaintiff underwent a colonoscopy and on (B)(6) 2017 surgery for removal of the essure coil. No. Of trailing coils: left 3. Right 3. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2017: evidence for acute process. 2. Status post appendectomy and hysterectomy. 3. Right essure device in place. Questionable visualization of a portion of extruded essure device within the pelvis at midline. This would mirror the appearance upon the hysterosalpingogram. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: dyspareunia, pelvic pain,abdominal pain, llq (left lower quadrant),essure coil dislodged in pelvis, change in bowel habit lot number: 619529 manufacturing date: 2009/02 expiration date: 2012/02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-feb-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.